Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the helix of the lead was extrinsically bent and would not extend from the sleeve head. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix failed to deploy after three attempts. It was noted that the lead was not tested on the table prior to implantation. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.